Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient developed a rash, redness, and inflammation under the sensor overlay patch. The patient had skin burning sensations in the area. No photo was provided. On (B)(6) 2025, the patient began using prescription oral antihistamine medication (hydroxyzine) to treat the reaction. The patient reported the event using a web self-service form and did not respond to repeated attempts to obtain clarification of the oral prescription medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.